Manufacturer narrative:
Please note that this device, resolute onyx is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. Evaluation summary: the hypotube had detached immediately distal to the strain relief. The hypotube material was jagged and oval on both sides of the detachment site. Kinks were evident along the hypotube. The stent was positioned on the balloon between the marker bands as per specifications. There was no deformation to the stent wraps. There was deformation evident to the distal tip. A 0.015 inch mandrel would not load fully through the inner lumen due to hardened blood/residue. (B)(4).

Event description:
Device decontaminated with cidex-opa pending further device testing to support the final product analysis findings. The hypotube had detached immediately distal to the strain relief. The hypotube material was jagged and oval on both sides of the detachment site. Kinks were evident along the hypotube. The stent was positioned on the balloon between the marker bands as per specifications. There was deformation evident to the distal tip. A 0.015 inch mandrel would not load fully through the inner lumen due to hardened blood/residue. It was reported that the physician intended to use a resolute onyx drug eluting stent to treat a lesion located in the right coronary artery. It was reported that the lesion was moderately tortuous and severely calcified with 80% stenosis. No damage was noted to packaging and no issues were noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was performed. The lesion was pre-dilated. Device did not pass through a previously deployed stent. Resistance was noted when advancing the device but no excessive force was used. It was reported that stent deformation occurred in vivo. The physician attempted to position the device in the lesion but it would not cross the lesion. Device was not inflated. When they tried to withdraw the device, it was found that the catheter was broken from the distal part and was removed from the patient. Procedure was completed with a non-medtronic stent. The physician does not believe that the event was due to use of the device in difficult lesion morphology/anatomy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: three images were provided by the account. Two of the images capture the left coronary arteries. There are no images of the rca or the attempted delivery and subsequent retraction of the resolute onyx device. If information is provided in the future, a supplemental report will be issued.